Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. Internal insulation abrasion breaching unidentified cables lumen was noted at 51.8 cm to 53.3 cm from the distal tip. Only one unidentified cable was present and intact and the inner coil was not exposed in this region.

Event description:
This report is to advise of an event observed during analysis.